Event description:
The customer reported that an erroneously elevated troponin (accutni) result, above the acute myocardial infarction (ami) threshold, was generated on an access 2 immunoassay system for a single patient sample. Subsequent testing on the same instrument produced a lower result within the normal reference range of the assay. The erroneous accutni result was not reported out of the laboratory and hence there was no death, serious injury or modification to patient treatment associated with this erroneous result. Beckman coulter inc. Assessment of customer supplied instrument/assay performance data indicated that level one quality control (qc) results were out of range by greater that four standard deviations from the time frame of (B)(6) 2012 however, the customer repeated the qc and was able to obtain passing qc results. The customer specifically noted that accutni qc was within range at the time of the event. A routine system check performed prior to the event generated results within instrument specifications. The sample was analyzed as a stat sample and was not stored. The sample was a serum sample that was centrifuged for ten minutes at three thousand revolutions per minute. No patient specific information was provided by the customer. No other assays or patient results were in question as part of this event. The reagent and calibrator lots linked to this event are unknown.

Manufacturer narrative:
Service was dispatched to the site for this event. A field service engineer (fse) was dispatched for this event. The fse performed preventive maintenance (pm) on the analyzer. During the pm the fse noted that aspirate probe cleanliness was an issue. Although hardware and/or a use error (via aspirate probe cleanliness) may have contributed to this event the exact cause could not be determined.